Manufacturer narrative:
Patient information is unknown. Additional procodes: kwp, mnh, mni. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2018. During the surgery, the trans connector was broken while it was being removed. The surgeon tried several times to remove the trans connector by using a removal instrument. There was a surgical delay of less than 30 minutes. There was no patient consequence. This report is for a titanium (ti) top loading transconnector small. This is report 1 of 1 for (B)(4).